Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver case was opened for an interior inspection and passed. The receiver was opened, ui-u1 pcba was detached and the receiver log was downloaded. A review of the receiver log found no errors related to the complaint. A receiver functional test was attempted, unable to run functional tests because perpetually rebooting. The complaint of receiver initialization without a manual restart could not be confirmed because of continuous initialization. A root cause could not be determined.